Event description:
Intervention to right coronary artery. Second stent introduced came off balloon proximal vessel before balloon was inflated to deploy the stent. Multiple stents placed, unable to restore blood flow. Iabp inserted, surgeon consulted for emergent coronary bypass. To or from cath lab. From or to sicu where pt expired. Other info: precath presented to ER w/elevated bp and having had cp for one hour prior to arrival, transported via helicopter, enroute had aspirin, lovenox, nitroglycerine, lopressor, morphine and oxygen. Hx hypertension. Only home med zoloft. EKG in ER showed st elevations and depressions that were quite acute in ii, iii, and avf. There were reciprocals in I and avl consistent w/inferior wall mi; some elevations appeared to be septal. At cath found to have dissection of rca w/total occlusion and no flow distally; other findings: disease throughout lad at 99% mid way, large om ii which had 80% ostial lesion. Attempt to open rca via pci were unsuccessful in cath lab, iabp inserted.